Event description:
Subsequent to the previously filed report, additional information was received that the complaint device was not expired.

Event description:
It was reported that the patient experienced an acute myocardial infarction on (B)(6) 2015 resulting in implantation of two xience alpine stents, sizes 3.5x38mm and 2.5x23mm, in the proximal to mid left anterior descending (mlad) coronary artery. The next day, (B)(6) 2015, the patient experienced ongoing chest pain and the diagonal artery was found to be the culprit. One 2.25x12mm xience alpine was implanted in the diagonal coronary artery through the radial access site. Two nc treks were inserted for a post dilatation, kissing balloon technique in the lad (3.5x12mm) and the diagonal (2.25x15mm) arteries. Mild resistance during advancement of the 3.5x12mm nc trek was noted in the mildly calcified, mildly tortuous lad. Inflation was attempted, but the 3.5x12mm nc trek failed to inflate, so it was removed from the anatomy, but only part of it came out. The 2.25x15mm nc trek that was in the diagonal artery was inflated and used to remove the separated distal segment of the 3.5x12mm nc trek. The procedure was completed at that point. There were no adverse patient effects. There were no device issues with any of the other devices used for this procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not expired. This device was part of the lot that was relabeled from a portion of the original lot with an extended expiration date.

Manufacturer narrative:
(B)(4). Evaluation summary: dilatation catheter: 2.25x15mm nc trek, guide wires: prowater 180; whisper 190, guide catheters: xb3; 6 french, stents: 2.25x12mm; 3.5x38mm; 2.5x23mm xience alpine. The device was returned for evaluation. The reported shaft separation was confirmed. The reported inflation difficulty could not be tested due to the condition of the returned device. The reported resistance during advancement could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It was discovered that the balloon catheter was used on 02/19/2015 which is post the expiration date of 08/31/2014. It should be noted that the nc trek information for use (IFU), in the precautions section: note the use by date specified on the package. Based on the information reviewed, there is no indication of a product deficiency.